Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 500 mg/dl. The customer¿s other blood glucose level was 160 mg/dl. The customer declined the troubleshooting. The customer was treated with the syringe. The customer stated that the insulin pump had flow block alarm. The customer did not tried all the remedies. The device will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. (B)(4).